Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2015; explanted: (B)(6) 2024; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 13-apr-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (300 mcg at 181.1944 mcg/day), unknown baclofen (1000 mcg at 603.98132 mcg/day), and bupivacaine (30 mg at 8.11944 mg/day) via an implantable pump for unknown indications for use. It was reported that a catheter access port cap dye study was performed per clinic protocol, as the pump was nearing normal battery depletion. During the study the catheter could not be aspirated indicating a possible occlusion. The patient had previously reported worsening back pain which she attributed to the weather and no action was taken. The patient reported persistent pain; pending revision. The entire catheter was explanted and replaced; the rate was decreased.